Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion and was unable to monitor his blood sugar. Customer had contact with a healthcare professional who provided "insulin medication" as treatment and was reportedly confined in the hospital for an unspecified amount of time. There was no report of death or permanent injury associated with this event.